Manufacturer narrative:
A quality investigation was performed to include a batch review. The review yielded no discrepancies related to the complaint issue. A previous investigation was applicable to this complaint and was leveraged. The investigation concluded the likely root cause for the issue "stop flow between patient and chamber of unometer product" could not be identified on the base of information received. No corrective actions are required at the moment. Complaints will be monitored. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was further reported the catheter did not come pre-connected to the device, as it was mounted in the intensive care unit. There was drainage in the device during use, as the device was able to drain a full bladder, and "reduce pressures of propulsion was lost." The device was first discovered not draining within the first 24 ours and several days after. When the catheter was removed no blockages were noticed, no problems of solid residues or clots. There was no reported injury to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that urine did not flow out from bladder. The impact of the device issue on the patient is unknown.